Event description:
The customer's mother stated that the customer was hospitalized twice due to diabetic ketoacidosis. The reported blood glucose reading was 395 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. It was found that the customer was not taking insulin to cover his food intake. It was explained that not taking insulin to cover food intake can lead to high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.